Manufacturer narrative:
Details of the complaint: on 04/17/20, the customer at (B)(6) hospital reported that the central nurse's station (cns) (pu-621ra-l sn: (B)(6) ) shut down and experienced communication loss upon reboot. Service requested/performed nka: nk technical support (ts) advised the customer that once the cns comes back on, it may take a few minutes to resume communication. Communication was restored as nka ts spoke with the customer. This issue was identified as a ups failure, causing the cns to lose power. The customer had removed the ups and was in the process of obtaining a replacement. Investigation summary: it is not known if the customer was utilizing a ups supplied by nka or a ups that was obtained separately. Due to the lack of customer response, additional information is not readily available. As further information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. Additional device information: d10: the following device was being used in conjunction with the cns and is the device that failed: ups: no model or serial number was provided.

Event description:
The biomedical engineer (bme) reported that the cns shut down due to a failed ups.

Manufacturer narrative:
The biomedical engineer (bme) reported that the cns shut down due to a failed ups. They will purchase a replacement ups to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following device was being used in conjunction with the cns and is the device that failed: ups: no model or serial number was provided.

Event description:
The biomedical engineer (bme) reported that the cns shut down due to a failed ups.